Event description:
The device was returned to the manufacturer with no information.

Manufacturer narrative:
(B)(4). Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly due to shaft-bearing. Interrogation of the pump determined it was used to infuse hydromorphone.